Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that customer experienced high blood glucose with blood glucose of 475 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer alleged insulin under delivery. Troubleshooting was not completed as the customer declined. The customer mentioned infusion set leaks, a bent cannula, and an irritated infusion set site. The insulin pump will not be returned for analysis.